Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject crt-d was implanted on (B)(6) 2019 and connected to the already implanted ventricular lead. Reportedly, episodes showing noise oversensing with aborted shock were transmitted by remote monitoring on (B)(6) 2020. As a result, the patient was admitted to the hospital on the same day. Six inappropriate shocks were delivered between the remote monitoring report and the hospital admission. Upon device interrogation, no pacing or sensing was observed on the ventricular channel. The system was explanted on (B)(6) 2020. Preliminary analysis of the returned crt-d did not reveal any anomaly. Based on available data, it suspected that the ventricular noise resulted from a ventricular lead issue.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject crt-d was implanted on (B)(6) 2019 and connected to the already implanted ventricular lead. Reportedly, episodes showing noise oversensing with aborted shock were transmitted by remote monitoring on (B)(6) 2020. As a result, the patient was admitted to the hospital on the same day. Six inappropriate shocks were delivered between the remote monitoring report and the hospital admission. Upon device interrogation, no pacing or sensing was observed on the ventricular channel. The system was explanted on (B)(6) 2020. Preliminary analysis of the returned crt-d did not reveal any anomaly. Based on available data, it suspected that the ventricular noise resulted from a ventricular lead issue.